Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device had been discarded by the facility so physical analysis could not be completed. Based on the information available it is not possible to determine the probable cause of the event so an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that the fiber tip broke during the procedure. The tip was retrieved and the procedure completed using a second fiber without clinical consequence.